Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was removed for having reached eri (elective replacement indicator) battery status after 35 months of implant. The physiscian was dissatisfied with the longevity of the ICD.